Manufacturer narrative:
No product has been returned and the serial number provided was not valid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformances that could lead to the complaint.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving higher readings on her adc freestyle libre sensor than readings received on the built-in meter. She further reported that on an unspecified date she received a sensor result of 95 mg/dl which was compared to a meter result of 40 mg/dl. Customer noted that at the time she experienced ¿fatigue, hypoglycemia and a tetania crisis¿. Paramedics were called and upon arrival treated customer with sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving higher readings on her adc freestyle libre sensor than readings received on the built-in meter. She further reported that on an unspecified date she received a sensor result of 95 mg/dl which was compared to a meter result of 40 mg/dl. Customer noted that at the time she experienced ¿fatigue, hypoglycemia and a tetania crisis¿. Paramedics were called and upon arrival treated customer with sugar. There was no report of death or permanent injury associated with this event.